Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow-up.

Manufacturer narrative:
Sample device was returned for evaluation. Investigation is ongoing. A follow-up report will be provided once completed.

Event description:
(B)(6) 2020: PICC snapped at argon hub while line was in use with patient. Inserted on (B)(6) 2020. PICC lot # not recorded correctly. Line was completely removed after PICC snapped.